Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the luer-lok tip on the bd precise syringe luer-lok¿ tip was deformed. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the luer-lok tip on the bd precise syringe luer-lok¿ tip was deformed. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Two samples were returned in support of this complaint. From returned sample, observed syringe collar is deformed and syringe luer lok tip dented. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: probable root cause could the reported failure mode happened at the barrel auxiliary bowl conveyor. The syringe part might be jammed between the transition into the transfer trail and the auxiliary bowl no triggered to stop. Resulting parts pressing against the outfit of the bowl auto-payoff to the transfer trail causing damaged on syringe collar and luer lok tip dented. Installed sensor to stop auxiliary bowl machine to detect syringe jam at auto-payoff syringe transfer trail. The complaint batch produced before action taken.

Event description:
It was reported that the luer-lok tip on the bd precise syringe luer-lok tip was deformed. There was no report of exposure, injury, or medical intervention noted.